Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). Investigation result of stent partially deployed. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Investigation results: an ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 1.8cm. A visual and tactile examination of the catheter found no kinks or damage. An examination of the skive identified no anomalies. The stent crochet was examined microscopically and no issues were noted which could potentially have contributed to the complaint incident. During the product analysis, the investigator used the pull ring to retract the suture, the stent crochet unravelled with no resistance noted and the stent was fully deployed. No damage was identified with the deployed stent. Device analysis determined that the condition of the returned device was not consistent with the complaint incident as the stent was received partially deployed. The cause of the reported deployment difficulties was most probably due to the anatomical and procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial stent was used during a bronchoscopy procedure performed on an unknown date. Reportedly, the patient's anatomy was not tortuous. During the procedure, the distal part of the stent could not be released and the stent was removed while still on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed reportable based on the investigation result that the stent was partially deployed.